Event description:
Customer reported that the screen on the insulin pump freezes and she cannot do anything. Issue started 2 months ago. Blood glucose value was around 200 mg/dl and happened again the night prior; blood glucose was around 300 mg/dl. Customer removed the battery during the night and it started working but she does not feel comfortable wearing it. Customer also stated states there is no response from any button. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.